Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes suspected malfunction including possible "inconsistant voltage delivery."